Manufacturer narrative:
Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the strut a of the valve appeared to be impinging on the base of the left coronary cusp and a suture was placed through the lower portion of the aorta, likely obstructing outflow. The surgeon was able to implant a smaller size valve. With the information provided, the root cause of the event cannot be conclusively determined. However, patient and procedural factors likely contributed. The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 27mm pericardial mitral valve was explanted at implant due to impingement on the base of the left coronary cusp. The operative report indicated that a mitral valve repair was initially attempted with a non-edwards device. Due to 1+ regurgitation, the decision was made to proceed with a mitral valve replacement. After seating the 27mm valve, the heart was noted to be slow after multiple attempts at weaning from bypass. Echo showed the ventricle to be sluggish and there was fear that the circumflex artery was entrapped. CABG x1 and intra-aortic balloon pump placement were completed, but they were still unable to wean the patient from bypass. Because of the fear of possible injury to the aortic valve, an aortotomy was created. The aortic valve appeared competent; however, the strut appeared to be impinging on the base of the left coronary cusp. It appeared that the suture was placed through the lower portion of the aorta, likely obstructing outflow. It was decided to remove the mitral valve replacement and place a smaller mitral valve bioprosthetic. The explanted device was replaced with a model 25mm pericardial mitral valve. Due to the long bypass time, the right ventricle was sluggish; however, they were able to wean from bypass. The patient was transported to the cvicu in guarded condition on pressors and intraaortic balloon pump. The patient was discharged to a long-term acute care facility on postoperative day 35.